Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had the right atrial (ra) lead in the left ventricular (lv) lead port and the lv lead in the ra port. The patient reported feeling shortness of breath (sob) and lightheadedness. A lead revision was performed, and the leads were placed in their appropriate ports. The device remains in use. No adverse patient effects were reported.